Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v200 indicating that the device prompted that the server could not be connected at startup. There was no ventilation, and the restart was invalid. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device prompted that the server could not be connected at startup. There was no ventilation, and the restart was invalid. The customer scheduled an onsite service and tried to reinstall the holer analysis software, which had been failing. Per the good faith effort (gfe) response received, the device did not have any power. According to the authorized service provider (asp) engineer, this model has been discontinued. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.